Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, the epg was analyzed and passed functional testing with no anomalies found. (B)(4).

Event description:
It was reported that a nurse attempted to replace the old battery with a new one in the external pulse generator (epg). When the device power was on, the nurse took out the old battery from the compartment, however at the same time the device turned off unexpectedly. The nurse set the new backup in a hurry and the device power was turned on and was able to be used normally. Both pacing threshold and sensing were confirmed, it was in favorable condition and used continuously. The epg was returned to the manufacturer for repair. The patient had an intrinsic heartbeat at 80 bpm and used the device as a backup, there were no adverse events for the patient.